Event description:
The customer reported that after connecting the pt to the system and filling of the extracorporeal system, the pt experienced a drop in blood pressure. After the pt was reconnected, a blood leak occurred. They replaced the dialyzer with a dialyzer of the same lot and box and after the connection of the pt, a blood leak occurred again. This second dialyzer with a leakage was replaced again and same happened again. After they exchanged three dialyzers, they used a dialyzer with another lot number.

Manufacturer narrative:
Unable to investigate the role of the device in this event. No device failure could be found.